Manufacturer narrative:
This device malfunction was observed several more times, and were reported to vygon. Please reference the below MDR's for more information on the additional complaints. The 2245270-2016-00057 and 2245270-2016-00059. The malfunctioning device was returned to vygon for examination as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
A couple times the customer noticed that a vygon ett slipped out, when they inserted it back in they noticed the fit was loose and not snug. The customer did not note the specific size or lot number of the failed device. The customer swapped out the failed ett for another one that fit.

Manufacturer narrative:
This device malfunction was observed several more times, and were reported to vygon. Please reference the below mdrs for more information on the additional complaints. 2245270-2016-00057, 2245270-2016-00059. A total of 3 defective samples were received from batch number 160514bb. The analysis performed on the suspect parts has shown that the size of the external diameter of the component are at the minimum tolerance limit of the specification for batch number 160514bb. The analysis confirms that there is a stack up tolerance issue with these components which explains the loose fit between components. This is a direct result of either component being at the opposite end of the specification and yet each component being within specification. We checked our complaint database for the last 3 years (2016,2015,2014) and we did not find a similar claim as referenced above. Corrective/preventative action: no corrective action has been issued at this point. However, both vygon france and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
A couple times the customer noticed that a vygon ett slipped out, when they inserted it back in they noticed the fit was loose and not snug. The customer did not note the specific size or lot number of the failed device. The customer swapped out the failed ett for another one that fit.